Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient was being triaged for generator replacement. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and successfully replaced with another device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient was being triaged for generator replacement. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and successfully replaced with another device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was operating in safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically observed reversion to safety mode operation.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient was being triaged for generator replacement. This device currently remains in service and no adverse patient effects were reported.